Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the distal conductor had blood/body fluid (not obstructed), and there was blood in/on the helix mechanism and sleeve head.

Event description:
It was reported that the physician attempted to reposition the right ventricular lead during the implant procedure and the helix did not extend. Physician attempted to reposition the lead because the threshold was high at the first position. The lead was tested out of the patient body and the physician was not able to extend or retract the helix. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.